Manufacturer narrative:
On-site investigation performed by our field service engineer found that the reported peep (positive end expiratory pressure) issue was caused by a faulty expiratory pressure transducer printed circuit board (pcb) which was replaced and returned for investigation. The reported peep issue has been confirmed in received device logs showing that on (B)(6) 2017 the ventilator had peep issues and that alarms for both low and high peep were generated. The date of event is updated accordingly. Test logs show that the offset value of the expiratory pressure transducer had been drifting with up to 100 mv. Such drift in a short period, even if it was within allowed limits (±300 mv from factory default), indicates instability in the pressure sensor. The reported peep issue was reproduced during test of the returned pcb in a reference ventilator. During ventilation the measured peep was lower than set and the ventilator was autotriggering causing the respiratory rate to be higher than set. Microscopic inspection of the pressure sensor showed existence of unknown substance in the ceramic cavity on the top of the sensor's chip. Earlier investigations of other pressure transducer pcb have shown that when the cavity was cleaned, the pressure transducers functioned normally. The conclusion is that the presence of unknown substance in the ceramic cavity on the top of the sensor's chip has affected the pressure sensor¿s functionality which had an impact on the peep measurement during ventilation. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator showed higher peep(positive-end expiratory pressure) values than that was set by the user during patient treatment. There was no patient harm. (B)(4).